Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab central lumen occluded is not able to be confirmed. The product was not returned for investigation. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) used the transducer for ap source, but was unable to get a signal. The perfusionist attempted to flush, but was unable to, and an attempt was made to draw blood back from the lumen but was unable to draw air back. As a result, the transducer was connected to the sidearm of the sheath and was able to get a good signal. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) used the transducer for ap source, but was unable to get a signal. The perfusionist attempted to flush, but was unable to, and an attempt was made to draw blood back from the lumen but was unable to draw air back. As a result, the transducer was connected to the sidearm of the sheath and was able to get a good signal. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.